Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens during the same surgery due to a capsular tear. The capsular tear was in the pt's eye prior to inserting this lens but the surgeon felt the lens would be appropriate. The lens was removed with no pt injury, no enlarged incision or sutures and an anterior vitrectomy was performed. An anterior chamber lens was implanted. The reporter stated the capsular tear was partially due to pt condition and the phaco procedure. This facility uses a competitor's phacoemulsification system. The reporter stated it was unk if the lens was damaged. The reporter stated they used a competitor's injection system with this lens which is off-label use.

Manufacturer narrative:
(B) (4) anterior. (B) (4).